Manufacturer narrative:
(B)(4)

Event description:
Procedure: roux-en-y. According to the reporter: the stapler/load tore stomach tissue when fired. The staple line on gastric remnant was re-stapled and pouch was over sewn. Gastric leak test was done and was negative. Surgeon notes that there is still an increased possibility that there is a post-op leak. No patient injury or ill-effects. No medical intervention required. Tissue loss is minimal due to resected tissue of stomach. Bleeding: less than 500 cc. Did not necessitate blood transfusion. No reinforcement material used. 1 hour of additional surgical time was required. Patient current status reported as recovered. The devices are being returned for evaluation.

Manufacturer narrative:
(B)(4).